Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to tibial loosening, instability, pain, and recurrent effusion. The components were implanted in situ for 8.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 7.